Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has showed several high right atrial (ra) irregular pacing impedances spikes out-of-range that are likely related to a spring contact issue between the ra lead and the crt-d header. The physician is aware of this issue and will continue to monitor the patient for any complications. This crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has showed several high right atrial (ra) irregular pacing impedances spikes out-of-range that are likely related to a spring contact issue between the ra lead and the crt-d header. The physician is aware of this issue and will continue to monitor the patient for any complications. This crt-d remains in service and no adverse patient effects were reported.